Event description:
Physician reported a problem of "10f retrieval catheter tip being detached after attempt to retrieve the optease ivc filter with a snare and left in the patient." The patient was in stable condition immediately after the event. The product was stored according to labeling instructions. The product will be returned for analysis. It was verified that the hook was caudal prior to deployment. All struts were in complete wall apposition. There was no tilt of the ivc filter. The original filter was placed between l2 to l3. There was no excessive thrombus during retrieval. The patient was on warfarin according to inr. The filter did not migrate and the struts were not fractured. The filter was removed from the patient via the right femoral vein using cordis filter removal catheter size 10 and using a merrit snare wire. It was difficult at first pulling the filter back into the retrieval catheter, but it became easier after the filter struts started to collapse. The filter collapsed normally and completely. The catheter tip was left in the patient's inferior vena cava (ivc). There was no damage noted with the packaging prior to use. There was no damage noted with the device prior use. The target lesion was located in the ivc. The lesion was described as 50% stenosed post-retrieval of the ivc filter. The lesion was thrombosed at previous ivc filter site. There was no calcification and no acute bends. The reference vessel was non-tortuous. Patient injury was described as the filter tip left in the wall of the ivc. The end with the radioopaque marker roughly less than 1cm. The patient was treated with warfarin. The patient is undergoing chemotherapy for ovarian cancer.

Manufacturer narrative:
The product is available for evaluation, but has not yet been returned. Concomitant devices include a merrit snare wire. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15026924 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15026924. The 10f/110 body tip hub subassembly lot 15020835 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot.

Manufacturer narrative:
Please note, the product was not returned for evaluation. The evaluation codes have been included. Report received describing that the tip of a 10f retrieval catheter became detached and remained in the patient during removal of an optease inferior vena cava (ivc) filter with a snare. It was noted post deployment that the hook was verified to be located in a caudal orientation, that all struts were in complete apposition to the vessel walls, there was no tilt of the ivc filter and it was deployed between l2 to l3. Prior to filter removal, it was noted that there was no excessive thrombus, the filter struts were intact and the filter had not migrated. Initial pulling of the filter into the retrieval catheter was a bit difficult but became easier after the filter struts started to collapse. The filter did collapse normally and completely. However, it was noted that roughly less than 1 cm of the catheter tip was left in the patients ivc. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15026924 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15026924. (B)(4). It was observed during review that no nonconformance records were issued for this lot. Based on the lack of information and the inability to assign or determine root cause, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event.

Event description:
It was confirmed that there was no second filter inserted.

Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15026924 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 2 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15026924; (B)(4). The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot.